Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure seen, but not on the right.') And genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, autoimmune thyroiditis, herpes simplex, hypertension, uterine bleeding, overweight, uterine ablation, adenoidectomy, myalgia and obstructive sleep apnea syndrome. Previously administered products included for an unreported indication: oral contraceptive nos, ascorbic acid, albuterol, omeprazole, fluticasone and bupropion. Family history included brugada syndrome, palpitations, gastroparesis and diaphoresis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo) from 2000 to 2004 for birth control as well as bupropion hydrochloride (wellbutrin), citalopram hydrobromide (celexa), levothyroxine, lisinopril and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain/abdominal cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming tubal obstruction successful mechanical obstruction of both the left and right fallopian tubes; on (B)(6) 2016: essure seen on left. Not seen on right. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - on an unknown date: normal size uterus with heterogeneous myometrial echotexture, ill-defined 4.8mm ems, normal ovaries with 27x17mm right paraovarian cyst. Left essure seen, but not on the right. Findings d/w patient - she recalls being told of the paraovarian cyst before; on (B)(6) 2018: normal size uterus with heterogeneous myometrial echotexture, ill-defined 4.8mm ems, normal ovaries with 27x17mm right paraovarian cyst. Left essure seen, but not on the right. Findings d/w patient - she recalls being told of the paraovarian cyst before. Concerning the injuries reported in this case, the following one/ones were reported via mr-device dislocation. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs+mr received:event abnormal bleeding (vaginal, menorrhagia) added. Medical history, lab data, concomitant drugs added. As per mr- left essure seen, but not on the right. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.